Manufacturer narrative:
The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. The remaining longevity at the previous check six months ago was 11.5 years. Now the remaining longevity was 9.5 years. This device is part of the hydrogen induced premature depletion advisory population. Technical services reviewed the device data and confirmed the power consumption of this device had been increasing for over one year. The expected power consumption was about 30uw but this device was consuming 47uw and the power consumption was expected to continue to increase. Device replacement was recommended. Assuming the behavior remains unchanged, there was sufficient battery capacity to support therapy and replacement for at least 28 days. The device was explanted and replaced the following month. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. The remaining longevity at the previous check six months ago was 11.5 years. Now the remaining longevity was 9.5 years. This device is part of the hydrogen induced premature depletion advisory population. Technical services reviewed the device data and confirmed the power consumption of this device had been increasing for over one year. The expected power consumption was about 30 uw but this device was consuming 47 uw and the power consumption was expected to continue to increase. Device replacement was recommended. Assuming the behavior remains unchanged, there was sufficient battery capacity to support therapy and replacement for at least 28 days. The device was explanted and replaced the following month. No additional adverse patient effects were reported.